Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made and an inadequate response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Conclusion code - remove 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx2 abdominal aortic aneurysm stent; it was noted that the case was semi-emergent, but the initial procedure was completed without incident. Approximately eight (8) months post initial procedure in late september, the patient complained of numbness in the inferior limb. A CT revealed that thrombosis had clogged the entire ta. The width of the ta was 11 mm and its internal diameter was much narrower, being heavily calcified around the ta. Femoral-femoral bypass was performed and the patient was discharged from the hospital safely. There have been no additional patient sequelae reported.